Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. Olympus medical systems corp. (Omsc) confirmed the following from the investigation. The main board was failed. The device was not returned to omsc. From the above, the reported event was caused by a failure of the main board. The cause of the failure of the main board could not be identified. The device was not returned to omsc, so the cause could not be surmised. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that the flow rate and pressure exceeded the standard rate but the alarm did not sound, due to a cr board failure. This device is an olympus asset and there was no report of patient injury associated with the event.

Manufacturer narrative:
Olympus (B)(4) reported that the volume indicator continued to count up even though there was no actual flow rate because the device mistakenly recognized that there was a flow rate. The device was evaluated at (B)(4). As a result of the evaluation, the following was confirmed. -the flow rate was insufficient due to a failure of the pressure reducing valve. -the device has not been repaired in the last year. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.